Manufacturer narrative:
Insulin pump received with blank display due to cracked battery tube treads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. Unable to perform the displacement test due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was 9.5 mmol/l. It was also reported that back side battery compartment had big crack. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.